Event description:
It was reported that following an ablation procedure, the patient experienced increased weakness, worsening cognitive issues, and worsening speech aphasia. The patient was not released from the hospital until (B)(6) 2017 and required inpatient occupational and physical therapy. The event was considered ongoing. If additional information is received, a follow up report will be submitted.